Event description:
MDR reportable event. Customer observed electrical burning smell from hydrocollator. The next day, the device would not power on. Customer opened device and discovered evidence of heat/burning and a broken wire coming from the heating element. No injury or damage to customer facility occurred. Product not returned to MFR for review.